Event description:
It was reported that the patient is experiencing pocket stimulation due to the left ventricular lead. The pacing threshold has been reprogrammed and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.